Event description:
Plate broke soon after placement. Pt was a 7 y/o male 60kg, and was non-compliant with post op instructions and began weight bearing two day post-op. Pt stated he bent over in a seated position and felt a pop. Pt was fixed wing transported to our facility and the hardware was removed and replaced with two ss 3.5mm flex nails.